Manufacturer narrative:
Case comment: the undesirable passage of bead block into normal arteries as well as the risk of embolism are listed as potential complication according to the instruction for use of bead block. Blurred vision is not listed according to the instruction for use (IFU) of bead block. Debulking of maxillary tumors is an off-label use of bead block since it is not indicated in IFU of the product. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The device has not been sent to the manufacturer for eval. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. See scanned pages.

Event description:
Embolus [embolism]. Arteriolar occlusion [arterial occlusive disease]. Blurred vision of the left eye [vision blurred]. Case description: initial info received on 4/27/2015: this literature case report was published in jama ophthalmology by elshatory and vinay with the title "bead block embolization of a retinal arteriole". It concerned an 11-year-old child affected by a maxillary tumor. No further info on medical history and concomitant medications was reported. The pt received bead block (size range, 100-300microm) embolization procedure to debulk the maxillary tumor and after he experienced blurred vision of the left eye (time between embolization procedure and blurred vision not specified). Early-phase fluorescein angiography showed an arteriolar occlusion with a visible round grey embolus. Patient's visual acuity stabilized 20/100. Optical coherence tomography of the optic nerve allowed measurement of the bead (238microm). No other info reported.